Manufacturer narrative:
A device history record review was completed for provided material number 306546 and lot number 4164610. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Moreover, an on-site flow process review did not identify any steps in the manufacturing process which could originate the discoloration. The piping system and tubes of the filling area are made of stainless steel in order to avoid any risk of rust in the equipment and consequent contamination. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, there was a discolored syringe observed. As the affected physical sample was not available for return, fourier transform infrared spectroscopy could not be performed to identify the contamination. Retained samples of the reported lot were obtained from the manufacturing facility; however, the retained samples did not display the reported defect. This type of discoloration could result if the stopper component contains some metal. This would explain the orange-brown discoloration. Supplier buy specification has been checked and a process step has been identified where metal particles may be added to the material. This is a step in the trimming, where metal particulates can become embedded into the stopper. As per specifications, the presence of metal is not acceptable, and the supplier must verify that no metal particulates are present in the product through use of a metal detector. However, since the physical sample was not returned, and this cannot be determined as the exact root cause, further action is not required at this time. If the physical sample becomes available for this or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp content cloudy. The following information was provided by the initial reporter: I received a complaint this morning regarding flush syringes containing a cloudy solution. The packaging is unopened. We did not find any other syringes with this condition. (B)(6) 2024: 1. Can you describe the external condition of the box upon receipt, any signs of mishandling? Normal condition compared to different lot numbers. 2. Did you notice any unusual sounds or shifting inside the box when handling it? No. 3. Can you describe any damage found to the items inside (including quantity/cases/shelf pack affected?) No damage.